Event description:
The facility returned the device for service. During product evaluation, the baxter technician found a fail code 570:320:844:0000 in the event history. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 26, 2007. Evaluation summary:the condition of fail code 570:320:844:0000 was confirmed. This fail code was associated with batteries. The main batteries were depleted and therefore replaced during service. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.